Event description:
Additional info received from MFR on 8/17/2000: both devices described in the event report are leads (model 6963 and model 6999). Neither of the two leads were returned for evaluation.

Event description:
Pt with extensive history. Had aicd placed in 1995 with two epicardial patches. In 2000, they had patch in left axilla placed with svc coil due to lead fracture. They presented for current issue for replacement of defibrillator system due to end of life issues. Defibrillator had to be replaced due to previous lead placement sites. Pt had developed high impedence alarm which was the previous indication of lead fracture. Leads had been changed at end of life; defibrillator required changing at current issue. Question was raised since previous lead fracture noted in 2000. Lead fracture at end of life; defibrillator end of life currently due to placement.